Manufacturer narrative:
The customer reported that the central nurse's station (cns) showed communication loss to 4 wireless bedside monitors (bsm) in the emergency department. The customer performed a power cycle on the poe switch, which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurse's station (cns) showed communication loss to 4 wireless bedside monitors (bsm) in the emergency department.